Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Company representative reported via email that she spoke to the customer and the customer stated she had low blood glucose and was hospitalized on (B)(6) 2015 with diabetic coma. Blood glucose value is unknown. Customer stated that she constantly has low blood glucose. Customer stated that she is usually low but does not always check. Customer stated she checked the insulin pump the next day and found she gave herself 10 insulin units at once and she never gives over 5 units, not even for meals. The customer declined troubleshooting.